Event description:
Caller reported aviva nano system blood glucose result of 7.9 mmol/l, lab result 4.6 mmol/l within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.